Event description:
Patient was revised for a second time. Product disassembled again. Update 2005 - the pin assembly has disassembled again. No revision has been scheduled at this time.

Event description:
Pt was revised for a second time. Product disassembled again. Update 6/29/05- the pin assembly has disassembled again. No revision has been scheduled at this time. Update 2005- the pt was revised as the proximal end of the ulnar component fractured.